Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and a mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. The patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
Resubmission with the correct file number. Date sent to the FDA: 1/10/2017. Additional information: age/date of birth, weight, other relevant history, model #/lot #, approximate age of device, device manufacture date. Additional narrative: it was reported that the patient underwent a robotic-assisted radical resection of 5x7 cm right retroperitoneal tumor, bilateral ureterolysis secondary to significant retroperitoneal fibrosis, lso, enterolysis for 45 min secondary to adhesive disease, cystoscopy on (B)(6) 2011, due to solid pelvic mass. No additional information was provided. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). It was reported that the patient had the concurrent procedures of cystotomy and cystoscopy performed during mesh implantation. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2013-32890. The same patient is represented in each medwatch.